Manufacturer narrative:
As reported, the sorbafix device did not fixate the mesh on the first attempt to deploy a fastener. The fastener was removed from the patient. The subject device is said to be available for evaluation, however, at this time has not been received. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ if/when sample is received and evaluated or additional information is provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during an intraperitoneal onlay mesh repair (ipom) procedure, a sorbafix fixation device (device #1) was used to fixate a non-bard/davol parietex composite mesh, the device did not fire any fasteners. A second sorbafix device (device #2) was used and the first fastener to deploy did not fixate the mesh and was removed from the patient. When deploying the 2nd fastener, it became very hard to pull the handle, the surgeon applied additional force to pull it completely, but no fasteners were released. As reported, the surgeon used a non-bard/davol fixation device to complete the surgery. There was no reported patient injury. This report represents device #2.

Manufacturer narrative:
As reported, the sorbafix device did not fixate the mesh on the first attempt to deploy a fastener. The fastener was removed from the patient. The subject device is said to be available for evaluation, however, at this time has not been received. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. The subject device is returned for evaluation. Evaluation of the sample finds the device is jammed as reported due to a bent cannula. Based on the sample evaluation and investigation performed, the reported event is confirmed, and the root cause of the bent cannula is the result of the forces applied while in use. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an intraperitoneal onlay mesh repair (ipom) procedure, a sorbafix fixation device (device #1) was used to fixate a non-bard/davol parietex composite mesh, the device did not fire any fasteners. A second sorbafix device (device #2) was used and the first fastener to deploy did not fixate the mesh and was removed from the patient. When deploying the 2nd fastener, it became very hard to pull the handle, the surgeon applied additional force to pull it completely, but no fasteners were released. As reported, the surgeon used a non-bard/davol fixation device to complete the surgery. There was no reported patient injury. This report represents device #2.